Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The control processor failed to detect a simulated water temperature fault. Turn the control module off, wait 30 seconds and turn the control module on. Select continue current patient, empty pads if prompted, and resume therapy. If alarm persists, send device to biomed. Touchscreen responsive, therapy resumed. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 80 (non-recoverable system error; the control processor failed to detect a simulated water temperature fault) and the screen was frozen on arctic sun device s/n #(B)(6). The control processor failed to detect a simulated water temperature fault. Turn the control module off, wait 30 seconds and turn the control module on. Select continue current patient, empty pads if prompted, and resume therapy. If alarm persists, send device to biomed. Touchscreen responsive, therapy resumed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 80 (non-recoverable system error; the control processor failed to detect a simulated water temperature fault) and the screen was frozen on arctic sun device s/n #(B)(6). The control processor failed to detect a simulated water temperature fault. Turn the control module off, wait 30 seconds and turn the control module on. Select continue current patient, empty pads if prompted, and resume therapy. If alarm persists, send device to biomed. Touchscreen responsive, therapy resumed.